Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu did not power on during the system test. Upon visual inspection, no issues were found. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe was not turning on and power cord to ensure both ends were plugged in. Technical support engineer (tse) had customer move power cord to another outlet and erbe still would not power on and installed power cable from e-100 into erbe since e-100 was on with a good ac source, but erbe would still not power on. Tse checked site software and found only one of the three available systems had p11b software, sk1397 and directed customer to system to swap towers. Site moved towers. Field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury.